Event description:
Reference medwatch 1219856-2008-00017 for the first event involving the same pt. It was reported that the intra-aortic balloon (iab) was prepped per instruction. As the md was inserting the iab through the sheath, it became stuck; only the tip went through the sheath. As a result, a third iab was opened to complete the procedure and was inserted without difficulty. The md did not remove the sheath. The first sheath was left in place.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.